Event description:
It was reported that during an internal training lab using a non-sterile device, the device was fired on the fundus of harvested porcine stomach using a white reload with slr and fired without incident. On the second firing on porcine stomach on a thicker area near the fundus using a white reload with slr, the device was being pulse fired. The device fired, but the knife did not return to the home position. The home button was used to return the knife and open the jaws. Upon opening, it was noted that the anvil was damaged (anvil pull through) and malformed staples were observed. The device was fired a third time with a blue reload with no slr on jejunum just to see what would happen and fired completely and the knife returned. Malformed staples were observed in the damaged area of the jaws, as expected. The device was later bailed out as a training exercise. There was no patient involvement. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. The photos upon which this medwatch is based have been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. Additional information was requested, and the following was obtained: - since the device used for an internal training lab was a "non-sterile device", how many times this device was fired before it was used on this training lab? It is my understanding this was a new device that had been taken out of the package and stored in a product bin on the shelf for lab use. It had not been previously fired during any other lab that I'm aware of. The issue occurred on the second firing of the device when stressing it in thicker than indicated tissue conditions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. Corrected data: d2. Updated data: d4 (lot). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60s device was returned with the anvil knife slot damaged, with the joint cover damaged, with a dent in the nozzle, and with an er60w reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete. The staple line had malformed staples in approximately the same area where the damage to the anvil was present. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. No conclusion could be reached as to what may have caused the nozzle and joint cover to be damaged. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Also, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the devices were not released from manufacturing as per engineering build them were not fg release (prep builds). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.